Event description:
Description of EventWhen the nurse used the straightener, the stent was kinked.

Manufacturer narrative:
D3, F14 and G1: County name is 'IE'Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.